Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to pump turned off, pump screen frozen and no response from button. The customer reported blood glucose value of 176 mg/dl. The event involved products mmt-1884, mmt-397a, mmt-332a and mmt-7040a. Troubleshooting was performed for frozen screen. Buttons were not responsive and time clock did not advance. Pump was reset and battery was replaced but time clock did not advance after inserting new battery. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a, mmt-332a and mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 6.0 received the low battery alert (104) on (B)(6) 2026 16:41:00 faster than expected at 0.02 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2026 12:08:00 after more than 7 days at 18.96 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly pcb 1 board, pcb2 board, and motor home assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, battery tube threads cracked, broken belt clip rails, cracked case (battery tube). Power errors noted in pump history files, however, pump passed all required testing. Frozen screen was not noted. No keypad errors noted. However, confirmed moisture damage to pcb1 board, pcb2 board, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.